Event description:
Healthcare provider reported a left side deflation. Healthcare provider additionally reported "observations made during surgery" of "hole, non-specific" and "hole in valve". The device has been explanted.

Manufacturer narrative:
A review of the device history record has been or will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: deflation.

Event description:
Physician reported left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ deflation: observed delamination total of the valve (adhesive failure). As per the investigation procedure, creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare provider reported a left side deflation. Healthcare provider additionally reported "observations made during surgery" of "hole, non-specific" and "hole in valve". The device has been explanted.